Event description:
Thermachoice ablation aborted due to not being able to maintain proper pressure in balloon once inserted into the patient. The hand piece appeared to be leaking. Staff did not save the packaging or the device.